Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the station was turned off and remote support service (rss) was offline. The technical support specialist (tss) remotely accessed the station, where event viewer logs confirmed that multiple windows updates (kb890830, kb5082200, and kb5084067) were installed on may 28, 2026, aligning with the timeframe of the reported issue and indicating the system downtime was caused by the update process. Then the tss communicated findings to customer, explaining that the behavior was expected due to updates and confirming the station has since remained stable with no power or system issues for over 116 hours. After clarification, customer acknowledged and agreed to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was turning off even the power switch was turned on and offline in remote support specialist. The customer tried to reboot, but the problem was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.